Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing thresholds, resulting in loss of capture. All other lead measurements remained within normal limits. A guidant technical services (ts) consultant discussed possible sources for the observation, including local tissue reaction. The physician elected to reposition the lead, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three terminal connectors were returned, each severed at about six cm from the terminal pin. Set screw marks were noted on all terminal connectors. Testing confirmed the lead to be electrically continuous.

Event description:
Boston scientific (formerly guidant) received information that this transvenous defibrillation lead exhibited an increase in pacing thresholds, resulting in loss of capture. All other lead measurements remained within normal limits. A guidant technical services (ts) consultant discussed possible sources for the observation, including local tissue reaction. The physician elected to reposition the lead, which was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was received that this product was later explanted and returned for reliability analysis.